Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported the insulin pump was not working. The device would not prime. Customer stated he had the same issue that last two times he changed out the infusion set. Customer stated he had to prime five to six times and the device kept alarming no delivery. Customer's blood glucose was 178 mg/dl. Customer was advised to disconnect at the quick release, perform manual prime, and insulin did not exit. Customer was advised remover reservoir from the device and push insulin through tubing with plunger, insulin did not exit. Customer was advised alarm was caused by a reservoir or infusion set occlusion. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.